Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with fingerstick glucose values initially in the 430¿450 mg/dl range despite a complete supply change and site reattachment, after which values began to decline, and the user wears a contact detach infusion set; the specific device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia and reported sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and involved component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.